Event description:
It was reported that during a laparoscopic sigmoidectomy, the device became not to be activated with the min button during use. The blade tip was not broken off and no pieces fell into the patient. Gen04 was used. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was returned in good physical condition. The device was functionally tested on a gen04 and the min hand activation button was not functional. However, the device did activate when tested with the footswitch. The device was disassembled to inspect the internal components. The electrical traces of the hand activation buttons were found to be damaged. This resulted in the min hand activation button to be non-functional. No conclusion could be reached as to what caused the damaged to the electrical traces.